Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia automated pd cycler set "fell off". This occurred during set up, when attempting to place the line on the organizer for peritoneal dialysis (pd) therapy. The patient informed their clinic regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.